Event description:
It was reported that patient had pain and went to the hospital. It was found that the implanted proximal nail and compression screw were broken.

Manufacturer narrative:
The affected lag/compression screw kit and intertan nail were not returned for evaluation. Our investigation included a review of complaint history for the listed parts which revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that two undated x-rays have been provided and reviewed.  The x-rays confirm the presence of the broken nail and proximal screw as well as what appears to be non-union.  There is no report of traumatic injury and there are no additional medical documents available for review.  Additionally, there is no report of the patient's current condition or when the revision will be performed.  In the absence of any relevant supporting documentation, a definitive root cause of the reported device fracture cannot be determined. Based on insufficient information, no further clinical assessment can be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.